Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm permanent cautery spatula instrument (pcs) tip was not easy to control. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited uncontrolled motion (moved on its own) during use. No visible damage was observed, including no jaw misalignment, tip damage, or damaged cables. No photos or videos were available for review, and the instrument was returned for evaluation.